Manufacturer narrative:
(B)(6).   Based on the available information, this event is deemed to be a reportable malfunction. Additional information has been requested. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that starter hole is off center. No harm reported. No photos provided.